Manufacturer narrative:
We have received your complaint regarding the device mentioned above and would like to thank you for supporting our market surveillance. Until today, the medical product has not been made available for analysis and could therefore not be examined. This analysis is therefore based on the analysis of the production documents and on the data you provided. The analysis of the data in the recording period from (B)(6) 2018 to (B)(6) 2019 showed a constant pacing threshold at about 0.5 volt and a slight downward trend of the r amplitude from initially between about 11 and 13 mv to between about 9 and 12 mv at the end of the recording. The pacing impedance and the shock impedance in the recording period were constant at around 400 ohm and about 60 ohm, respectively. The provided iegm episodes showed interference signals in the rv and ff channel and inadequate charge processes. Based on the data that we received from you, no cause of the clinical observations can be determined. If additional relevant information or the device itself should be available, please send those to us, too. The incident will then be updated accordingly.

Event description:
It was reported that oversensing with artifacts was observed. A lead damage was suspected. The lead was capped and replaced 24 months after implantation, on (B)(6) 2019.